Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported in the sterile processing department of the user facility that the sabo sag saw was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported in the sterile processing department of the user facility that the sabo sag saw was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event of leaking could not be duplicated during the device evaluation; however, the device was found to have worn components upon visual inspection. The device was repaired and returned to the user facility.